Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints.

Event description:
This case, bmrn case number de-2017-114246, is a report from (B)(6) referring to a (B)(6) male subject ((B)(6)). An investigator reported this case from the blomarin sponsored 190-203 study, a phase 2 open-label study to evaluate safety. Tolerablllty, pharmacokinetics, and efficacy of intracerebroventrlcular bmn 190 in patients with early stage cln2 disease. The subject's past medical history included speech disorder developmental. The subject's concurrent conditions included neuronal ceroid lipofuscinosis, epilepsy, ataxia, language disorder, and dysphagia. No allergies were reported. No concomitant medications were reported. On (B)(6) 2017, the subject underwent surgical implantation of an intracerebral ventriculostomy (icv) set (rickham 82-1625 reservoir and catheter). The lot number was not reported. There were no clinically significant abnormalities after the surgery. The subject had not yet received treatment with bmn 190. On (B)(6) 2017, baseline magnetic resonance imaging (MRI) revealed a slight thalamus penetration of the catheter tip (complication of device insertion). The event required hospitalization and surgical revision of the device location. The event was also reported to be medically significant. On (B)(6) 2017, the surgical revision of the catheter tip was performed and the device was repositioned to the correct location. The device was not removed. The outcome of the event was reported as recovered/resolved on (B)(6) 2017. The investigator assessed the event of complication of device insertion as related to the icv device. Other etiological factors included the neurosurgical icv device placement procedure. Additional information received on 12-jun-2017: the device complaint was assigned complaint number com-(B)(4) by the device manufacturer.

Manufacturer narrative:
Subsequent to the previously filed final MDR, additional information was received regarding the lot number of the reported device. This report has been updated to reflect the additional information. Upon review of the manufacturing records, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of manufacturing records found that the lot conformed to specification when released to stock. The cause of the difficulty reported by the customer could not be determined. If additional relevant information is provided in the future, the complaint will be reopened and a follow-up report will be submitted. At present, we consider this complaint to be closed.